Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in a crack was discovered after use and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, after venipuncture, the hcp started to flow saline and then saw the saline solution leaking from the ext. Tubing. There seems to be a crack on the tubing but it couldn't be confirmed upon venipuncture.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 2022-02-10 . Investigation summary our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used catheter assembly and four photos. Upon visual inspection of the received unit and the photos, it was identified that the extension tubing was damaged. The cut in the extension tubing was found approximately 0.7 in away from the luer adapter. The device was then tested to identify if the damage would result in leakage. Leakage did occur from the observed damage on the tubing. The reported defect was confirmed. The location and shape of cut is similar to the damage seen during the manufacturing process if the tubing gets pinched between the gripper fingers and a damaged pallet. Preventative maintenance and visual inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port 24 ga 0.75 in a crack was discovered after use and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: according to the customer's report, after venipuncture, the hcp started to flow saline and then saw the saline solution leaking from the ext. Tubing. There seems to be a crack on the tubing but it couldn't be confirmed upon venipuncture.